Event description:
It was reported that pump battery was depleting faster than expected and that pump shut down multiple times due to fast battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no additional troubleshooting was completed, and cts was unable to confirm battery depletion allegation, with no further information available regarding the outcome of the event.